Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alerted with empty reservoir despite a full reservoir of insulin. The patient's blood glucose at the time of incident is unknown. The patient woke up to a software error detected alarm as well. Troubleshooting did not occur for the software error detected alarm. The insulin pump will be returned for analysis.